Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx drug eluting stent was implanted in the rca. It was reported that the patient suffered a spasm on the same day as the index procedure. It was reported that the vasospasm was not treated but considered significant by investigator.